Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they started byte 3 years ago and their teeth have not gotten better but worse. Their lower gum was lost and caused their lower teeth to be loose. Their upper teeth are still overcrowded. They had visited a dentist who suggested that they treat their gum issues before continuing wearing the aligners. Patient provided a letter of recommendation that they had presented with marginal gingivitis and a hygiene appointment will be required to address this issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.